Event description:
Pt taken to vascular radiology for a percutaneous nephrostomy study. The ureteral stent was being placed when the upper loop in the renal pelvis broke off. The md attempted to retrieve the broken cath piece unsuccessfully. The nephrostomy tube was then placed and the exam was finished. Treating md notified. 12/04 - operative procedure done to remove retained stent successfully. No further complications.